Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplement report is being submitted to reflect additional information received 07-aug-2020 updated in the event description. "No introducer was used and there was no mention of damage on pusher. I really think that doctor chose the wrong length of stent and pushed too far... The pharmacist did not mention any damage on the device itself."

Event description:
This is a follow up report. Additional information on the patient outcome was received on 27-oct-2020. As per the rep 'finally dr privat succeeded to remove the stent later on and now patient is in good health'. Please see below description of event. Rep update received 27/10/2020: the description update to indicate that the issue with the stent caused the pancreatitis as per confirmation ( I¿ve just got the feedback for surgeon dr (B)(6) and patient is doing fine. Finally dr (B)(6) succeeded to remove the stent later on and now patient is in good health).

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Pancreatic stent impossible to recover. "As per complaint form": no action. Surgeon was doing an ercp on a patient with acute pancreatitis and decided to place a geened stent in wirsung. As per rep mail: the customer said that the stent went to far in the wirsung and therefore he was not able to retrieve it. I think for me the issue is that he pushed to strong on the stent and pushed it to far¿ I do not think at all it is a stent issue.

Event description:
This report is being submitted following confirmation on 17-sep-2020 that the pancreatitis was a consequence of the stent placement and not a pre-existing condition as previously reported.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. This report being submitted following confirmation on 17-sep-2020 that the pancreatitis was a consequence of the stent placement and not a pre-existing condition.

Manufacturer narrative:
Annex g: g04122 - stent. Device evaluation: the gepd-5-3 device of lot # c1711278 involved in this complaint was not available for return to cirl, therefore a document-based review will be completed. Documents review including IFU review: prior to distribution gepd-5-3 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for gepd-5-3 of lot number c1711278 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1711278. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿advance guiding catheter and/ or pushing catheter in 1-2 cm increments until stent is in desired position". Also mentioned in the potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ as per information stated during the ercp procedure to place the stent ¿the stent went too far in the wirsung and therefore he was not able to retrieve it¿. It was also noted as per clinical and production input that both the internal and external flaps of the device are designed to prevent inward and outward migration of the device and are designed to remain external to the papilla and that no damage was noted to the device before use or after removal. It was also noted as per the rep input that the user may have ¿choose the wrong length of stent or that he pushed with excess force¿ root cause review: a definitive root cause can be attributed to user error, as per information provided ¿the stent went to far in the wirsung", the user advance the stent beyond the intended location, no fault was noted with the device and it was moved past its intended location by the user. It may also be noted as per the instructions for use that pancreatitis is a known potential complication associated with ercp. Summary: complaint is confirmed based on customer testimony. Additional information received confirmed that the patient experienced pancreatitis due to the stent. The stent was successfully removed later and now the patient is in good health. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as the investigation has been completed on 14-apr-21. Results and conclusions are outlined in section h of this report.